Event description:
It was reported that "the equipment may have caused pt burns. About an hour after the procedure was done, the pt complained of pain on the right thigh. The staff noticed a burn on the lef lateral thigh. The pt was under anesthesia and was lying on an operating table with stirrups. It is suspected that the burn was caused by skin contact with the stirrups.